Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ICU after experiencing arrest. It was noted that the patient received an external shock to convert their rhythm. Review of the stored electrograms indicated the presence of intermittent ventricular undersensing. The device had recorded an episode, and the diagnosed as supraventricular tachycardia (svt) so therapy was delayed. It was noted that the device had delivered antitachycardia pacing (atp) therapy before the external shock, but the atp did not seem to have any effect. Programming changes were made. Patient was intubated and reported to be in stable condition.